Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that a new program for night time stimulation on the left leg was requested. Interrogation showed the number two contact was over 10000 ohms, but was not being used at all. It was noted that the patient had good pain relief. Two days later. Additional information was received indicating that no x-rays were taken or planned and that the patient was receiving effective therapy.